Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. No sample has been provided for further evaluation. The patient's attorney alleged that the ventralex mesh had "become disconnected from his fascia and adhered to several areas of his bowel". As stated in the instructions-for-use regarding fixation of the device: "care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used." Regarding adhesions, adhesions are a known risk of surgery and are listed in the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - a bard/davol ventralex mesh was inserted into the patient. On (B)(6) 2017 - the patient developed severe abdominal pain, nausea and vomiting. On (B)(6) 2018 - the patient developed severe abdominal pain, nausea and vomiting. On (B)(6) 2018 - it was determined that the defective mesh had become disconnected from his fascia and adhered to several areas of his bowel. The patient was forced to have a significant portion of this bowel resected as a result of the adhesions and bowel obstruction it caused. As reported, "the patient has experienced significant physical pain and suffering, has sustained permanent injury, has undergone medical treatment including additional surgery and will likely undergo further medical treatment and procedures."